Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was not returned to our fisher & paykel healthcare (f&p) regional office for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr370 reusable humidification chamber was leaking water before patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: - "warning: to prevent cracking, ensure that the water inlet port plug, and any other reusable compounds, are disconnected from the chamber before cleaning." - recommended way to clean the chamber: "chambers maybe cleaned by any of the following methods: autoclave: 132°c(270°f) @ 220kpa (32psi) for 4 minutes, or 121°c (250°f) @ 96kpa (14.1psi) for 30 minutes or ethylene oxide: 55°c (131°f)".

Event description:
A distributor in china reported that a mr370 reusable humidification chamber was leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that a mr370 reusable humidification chamber was leaking water before patient use. There was no patient involvement.